Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value associated with the triggered suspend event was 150 mg/dl and 165 mg/dl. Sensor glucose value that triggered the suspend on low and suspend before low event was 40 mg/dl and 45 mg/dl. Insulin delivery was suspended due to sensor values. Suspend on low limit in sensor settings was 80 mg/dl. The sensor will be returned for analysis.